Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-00079. It was reported the patient's (B)(6) leads were explanted and replaced due to skin perforation. Follow-up on this matter found the patient's wound is healing.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.